Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) reporting that before the implantation the initial setting was performed, and when the battery voltage was checked it was 3.09. After a while the battery voltage was checked again and it was 3.08. No x-ray image was available. Telemetry data was available. It was unknown if there were any external factors that contributed to the event. Troubleshooting was performed. As the battery voltage was lower than normal factory default settings, malfunction of the ins was suspected. Therefore, the ins was not implanted and another ins was used. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins found no anomaly. The ins passed all functional testing and good stable output was measured on all electrode pairs. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.